Manufacturer narrative:
(B)(4).

Event description:
The patient reported the poor communication screen appeared on the patient programmer (pp). The implantable neurostimulator recharger (insr) was not able to communicate with the implantable neurostimulator (ins). The last successful recharge session was at least a few months ago, later noted that the patient hadn't charged in two months. The patient had turned off the ins because the leg pain would come and go. When stimulation was not needed it was turned off. The patient indicated that he was not aware that the ins would need to be charged. The patient needed to have a manufacturer representative clear a warning power on reset (por) and have it restarted. The patient most likely had an overdischarge. The ins had been ins fully charged and then it was turned it off for three days. When it was turned on again, it wasn't charged. The patient had been reprogrammed, changing some of the electrodes, but the parameters had remained the same with the rate at 40. The patient was getting good stimulation. The rep indicated that the patient was recharging too often. The patient had sacroiliac pain and leg pain; when the lead was placed, they were only able to cover pain in the legs. The patient indications included non-malignant pain and radicular pain syndrome (radiculopathies).

Event description:
Additional information received from the patient in response to follow-up reported that a cervical fusion had led to the patient symptoms reported. Epidurals, trigger point, pain medication, and physical therapy were preformed to address them. The manufacturer representative (rep) had resolved the communication problem.